Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed replace battery now. Troubleshooting was performed. Customer's blood glucose was 8.7mmol/l at the time of incident. It was reported that the insulin pump alarmed replace battery now less than ten hours from a low battery alert. It was reported that the battery was not previously used and that the battery cap was not damaged. This was the second occurrence of the alarm. A replacement insulin pump will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Power management graph analysis confirmed power loss alarms at the long trace history file and an abnormal loaded voltage at the power management graph due to connector resistance at the printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. No unexpected power loss alarms or replace battery now alarms noted during testing. Pump received with scratched case, faded end cap address label, pillowing keypad overlay, and minor scratched lcd window.